Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) examination, when trying to remove the balloon catheter from the bile duct, the wire became stuck in the duct, trapped with the gallstone. When pulled, the wire broke at the ¿guidewire port¿ and remained in the patient. The current patient status was reported as "requires a second procedure to remove the remaining device components." A "new scheduled intervention" was noted. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: d8, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.